Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 28 mg/dl, below 40 mg/dl, 31 mg/dl, 76 mg/dl and 130 mg/dl which was treated with glucose tablets and juice. Customer was almost passed out. Customer stated that there was small crack at front to the left side on the inside. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was in auto mode. The insulin pump will not be returned for analysis.